Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working during surgery. After the battery was changed, the handpiece still did not run smoothly. There was no report of surgical delay or pt injury associated with the event. No additional clinical information was received prior to this report.